Manufacturer narrative:
A returned product evaluation was completed and confirmed excess adhesive was present on the inner catheter shaft and likely caused the reported event. The inner catheter shaft was separated just distal to the proximal device hub. The root cause was traced to supplier manufacturing process.

Manufacturer narrative:
Langston v2 catheter was not returned for evaluation. Investigation is in progress; when results or further information is received a follow-up report will be submitted.

Event description:
It was reported that the catheter ruptured during an lv gram. The catheter fractured in between the hub and the y port. No further complications were reported.